Manufacturer narrative:
The incident e2515 pencil was not returned to covidien for evaluation. However, the concomitant forcefx8c generator was evaluation and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported a 2nd degree burn occurred on the patient's buttock. The generator was set at fulgurate 20, blend 20, bipolar 15. Chlorhexidine (2%) with spirit (70%) was used for skin preparation pre-operation. The pad was placed on the patient's thigh opposite of the surgical leg. The burn was treated with cream and the patient is recovering well.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a 2nd degree burn occurred on the patient's buttock. The generator was set at fulgurate 20, blend 20, bipolar 15. Chlorhexidine (2%) with spirit (70%) was used for skin preparation pre-operation. The pad was placed on the patient's thigh opposite of the surgical leg. The burn was treated with cream and the patient is recovering well.